Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. The customer consumed carbohydrates to address bg level. Reportedly, the customer's bg level has been low more often than the customer was used to. At the time of the low bg level, the customer reported being in the hospital due to having a "bad" fever; however, the customer reported that hospitalization was unrelated to diabetes. Although requested, the customer is not able to upload the pump data for log review regarding the low bg issue. Recommendation was made to consult with health care provider (hcp) for diabetes management.